Manufacturer narrative:
According to the info provided to the MFR, the lvad was not explanted by the hospital. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt had stated to his wife that he did not think the pump was working right and that he didn't feel well. Emergency medical services were called and the pt was taken to the hospital's emergency room where the pt was pronounced dead. No autopsy was done per the family's request. The pt was not on any anticoagulation due to bleeding issues in the past. The pt was recently seen at the clinic and the history did not reveal any alarms. The reported cause of death is ventricular fibrillation arrest.